Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd nokor¿ filter needle ¿the provider spotted a "foreign body" on the filter needle after he had entered the eylea vial with the filter needle.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was attached to the complaint for evaluation. The cannula of the needle has what appears to be a lube gel near the hub therefore failure mode is verified. Lube gels are created by lube splashing on the lube heads. When the carrier evaporates, it leaves the lube solids behind. They can accumulate on the equipment, and can be broken loose by a jam or a bent needle. One needle with fm in a batch of (B)(4) is a defect rate of .0003% which does not exceed our aql of 1.0% for non-fluid path fm. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 6153641 had 30 visual inspections performed on 1,500 parts with zero defects noted. Daily cleaning was performed three times per coq-na-6003 during the assembly of this batch. If corrective/preventative action not required, provide rationale: one needle with fm in a batch of (B)(4) is a defect rate of .0003% which does not exceed our aql of 1.0% for non-fluid path fm. A CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. The appropriate bd business team regularly reviews the collected data for identification of emerging trends. All acceptable quality limits (aqls) were met. The batches were manufactured and released according to procedures and specifications. Investigation conclusion: one photo was attached to the complaint. The cannula of the needle has what appears to be a lube gel near the hub. Possible root cause: lube gels are created by lube splashing on the lube heads. When the carrier evaporates, it leaves the lube solids behind. They can accumulate on the equipment, and can be broken loose by a jam or a bent needle.